Event description:
It was reported that the device was returned due to no output and no telemetry of device during attempted implant. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.